Event description:
Brush head...comes of [off] very easily. So it doesn't click into place anymore / I think something has broken off the metal tip on the [tooth]brush - oral-b- oral-b [device breakage] . Brush head doesn't connect properly anymore. Comes of [off] very easily - oral-b [device connection issue] . Case narrative: consumer via e-mail reported that their oral-b toothbrush head did not connect, came off very easily, and did not click into place on their oral-b toothbrush handle. No injury was reported. 30-sep-2024 via e-mail and image: the product was used for brushing teeth and something has broken off the metal tip on the oral-b toothbrush. The suspect product was oral-b rechargeable toothbrush handle 3771 genius x genius x. No injury was reported. 02-oct-2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x genius x model d706.513.6. The concomitant product was oral-b power oral care refills crossaction eb50. The suspect product lot was bh23241213. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes of [off] very easily. So, it doesn't click into place anymore / I think something has broken off the metal tip on the [tooth]brush - oral-b- oral-b [device breakage], brush head doesn't connect properly anymore. Comes of [off] very easily - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that their oral-b toothbrush head did not connect, came off very easily, and did not click into place on their oral-b toothbrush handle. No injury was reported. On (B)(6) 2024 via e-mail and image: the product was used for brushing teeth and something has broken off the metal tip on the oral-b toothbrush. The suspect product was oral-b rechargeable toothbrush handle 3771 genius x genius x. No injury was reported. On (B)(6) 2024 via image: the suspect product was oral-b rechargeable toothbrush handle 3771 genius x genius x model: d706.513.6. The concomitant product was oral-b power oral care refills crossaction eb50. The suspect product lot was bh23241213. No injury was reported. 22-oct-2024 case update: the concomitant product lot was 2241b21100. No injury was reported. On (B)(6) 2024 follow up via phone: the consumer was a male. No injury was reported.

Manufacturer narrative:
19-nov-2024, product investigation results: complained product received - user handling was identified as root cause for the complaint.